Manufacturer narrative:
D4 - device UDI: (B)(4). The device was returned to olympus for evaluation and the evaluation found no signal on serial digital interface cable (sdi1) channel due to damaged printed circuit board and broken front cover. Additional non-reportable malfunction was found during evaluation: physical defects and other failure mode. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition lcd monitor had broken screen, screen was damaged. The issue was found during preparation for use of an unknown procedure. The patient was not under anesthesia and there was no delay. The intended procedure was completed using the same set of equipment and there were no reports of patient injury or harm. During the device evaluation, the circuit board failure was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The issue was found during preparation for use for a tracheoscopy diagnostic procedure

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information can be found in the following fields. B5- the issue was found during preparation for use for a tracheoscopy diagnostic procedure. D9- the new device receipt date is january 02, 2024. G3- the pae event was found on january 04, 2024. H4 - the manufacturing date of the device is january 19, 2021. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Correction to e1 (phone number). Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.